Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient presented with shortness of breath, dizziness and abdominal pain on the left. The patient also had nausea and vomiting. The patient went into cardiac arrest and had pulseless electrical activity (pea) on the monitor. The resuscitation was not successful in the ambulance or in the emergency room. It was suspected that the cause of death could also be ruptured abdominal aortic aneurysm..

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10314. (B)(4). It was reported that the patient died. In (B)(6) 2012, clinical status assessment indicated that the patient's qualifying condition was unstable angina and myocardial infarction. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the prox left anterior descending (lad) artery with 90% stenosis and was 5 mm long with a reference vessel diameter of 3.2 mm. Target lesion #1 was treated with direct placement of a 3.00 mm x 12 mm promus element" plus stent with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the ramus with 85% stenosis and was 3 mm long with a reference vessel diameter of 3.00 mm. Target lesion #2 was treated with direct placement of a 3.00 mm x 8 mm promus element" plus stent with residual stenosis of 0%. On the next day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient died. The immediate cause of death was acute myocardial infarction.